Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 350cc, catalog# 3501655, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with mentor smooth round moderate profile 375cc and experienced a deflation on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 500cc, catalog# 3505001bc, serial# (B)(4) (right), and mentor memorygel breast implant 475cc, catalog# 3504751bc, serial# (B)(4) (left), on (B)(6) 2019.

Manufacturer narrative:
On 02/11/2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device some creases were noted on the posterior aspect. In addition a tear was observed within one crease measuring approximately 0.6 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/20/2019, mentor became aware of information indicating the patient's device was a mentor smooth round moderate profile 350cc, catalog# 3501655, serial# (B)(6). In addition, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).